Event description:
Prior to starting a da vinci si surgical procedure, the user facility reportedly identified broken wires on the prograsp forceps instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that both pitch cables were broken at the distal end. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were not damaged. Additional observation not initially reported by the site were deep scratches on main tube, corroded bearings, and back idler pulleys. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded that the main tube damage may be due to mishandling. A visual inspection of the instrument showed front roll axis bearing, bearings below clamping pulleys, and back idler pulleys exhibiting corrosion that was possibly causing increased friction at the proximal end. Engineering concluded that the damage to the bearings and pulleys may be due to improper cleaning. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.